Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous mid to distal right coronary artery (rca). A 2.75x32mm (B)(4) stent was implanted in mid rca. A 3.0x20mm (B)(4) stent was advanced proximal to the 2.75x32mm (B)(4) stent. When advancing the 3.0x20mm stent, it became stuck on the proximal edge of the 2.75x32mm stent. The physician did not notice that the stent had become deformed. The physician removed the 3.0x20mm stent and inflations were performed with an unknown 3.25mm balloon and the 3.0x20mm stent was implanted. No further patient complications were reported.

Manufacturer narrative:
Device code # 1059 relates to component code # 515. Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).